Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis confirmed low battery voltage and found the battery impedance to be higher than nominal. When powered with an external supply, the device was fully functional. There was no evidence of a battery depletion mechanism such as high current drain following 24 hours of long term monitoring at 37c and thermal cycle stressing of the device. The hybrid was damaged during removal from the can and no further analysis was performed. The low battery voltage was confirmed however no evidence of a battery depletion mechanism such as high current drain was found.

Event description:
It was reported that four months after implant the device was not able to be interrogated. Several programmers were tried. It was noted that the patient had done some work the previous day with a drill and subsequently heard an alert. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: further analysis revealed that the stacked chip scale package (scsp) was optically inspected. Copper trace anomalies were noted between several groups of exposed traces in the scsp substrate. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard. The simulations resulted in higher than nominal current drain consistent with the observed depleted battery. However no definitive conclusion can be made for the cause of failure.